Event description:
A us distributor contacted zoll to report that a patient passed away on 7/3/2025 while reportedly wearing the lifevest. The patient received eight appropriate treatments and four inappropriate treatments. The device was started up at 10:40:17 on (B)(6) 2025. At 03:45:42 on (B)(6) 2025, an arrhythmia was detected. ECG shows idioventricular rhythm @ 80 bpm degrading to vt @ 210 bpm degrading to vf. At 03:46:17, the patient received the first appropriate treatment. Rhythm at the time of treatment was vt @ 290 bpm. Post shock rhythm was one sinus beat degrading to vt @ 250 bpm. At 03:46:44, the patient received the second appropriate treatment. Rhythm at the time of treatment was vt @ 270 bpm. Post shock rhythm was sinus rhythm @ 70 bpm degrading to vt @ 250 bpm. At 03:47:18, the patient received the first inappropriate treatment. Nsvt contributed to the false detection. Rhythm at the time of treatment was nsvt. Post shock rhythm was idioventricular rhythm @ 60 bpm. At 03:48:07, an arrhythmia was detected. ECG shows vt @ 200 bpm. At 03:48:37, the patient received the third appropriate treatment. Rhythm at the time of treatment was vt @ 180 bpm. Post shock rhythm was sinus rhythm/idioventricular rhythm @ 70 bpm degrading to vt @ 200 bpm. At 03:49:03, the patient received the second inappropriate treatment. Nsvt contributed to the false detection. Rhythm at the time of treatment was nsvt. Post shock rhythm was idioventricular rhythm @ 70 bpm degrading to vt @ 200 bpm. At 03:49:30, the patient received the third inappropriate treatment. Nsvt contributed to the false detection. Rhythm at the time of treatment was nsvt. Post shock rhythm was vt @ 280 bpm. At 03:50:00, the patient received the fourth appropriate treatment. Rhythm at the time of treatment was vt @ 260 bpm. Post shock rhythm was idioventricular rhythm @ 70 bpm degrading to vt @ 170 bpm. At 03:50:27, the patient received the fourth inappropriate treatment. Nsvt contributed to the false detection. Rhythm at the time of treatment was nsvt. Post shock rhythm was vt @ 170 bpm. At 03:53:04, an arrhythmia was detected. ECG shows vf. At 03:53:34, the patient received the fifth appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was asystole with pvc¿s transitioning to an idioventricular rhythm @ 80 bpm degrading to vt @ 190 bpm. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. At 03:54:06, an arrhythmia was detected. ECG shows vf. At 03:54:51, the patient received the sixth appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was asystole with intermittent cardiac activity/CPR/motion artifact. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. At 03:59:02, an arrhythmia was detected. ECG shows vf. At 03:59:32, the patient received the seventh appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was asystole with an idioventricular rhythm beat degrading to vf. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. At 04:00:03, the patient received the eighth appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was asystole with intermittent cardiac activity/CPR/motion artifact. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. The electrode belt was disconnected at 04:19:10 on (B)(6) 2025.

Manufacturer narrative:
Device evaluation of the monitor and electrode belt has been completed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.